Manufacturer narrative:
Unit alarmed unexpected restart after battery change and resets time/date, problem isolated to interface board. Unit received with all operating currents within specification and passed the rewind test, self-test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got e21 after battery change. The customer's blood glucose was 230.4 mg/dl at the time of the incident. Customer also stated low blood glucose during the night and high blood glucose in the morning. Product will be returned for analysis.